Event description:
Information received from the field does not address the patient's clinical status but notes during a follow-up evaluation, p rogrammed or measured data could not be obtained. There was no indication of a position head probllem and the pacer was working properly.